Event description:
On (B)(6) 2022, device was reported in backup mode and was reinitialized with 6 percent battery remaining. Three months later it was explanted due to eri. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the eri battery status. First, the memory content of the ICD was analyzed. The analysis revealed that the ICD was re-initialized on august 10, 2022. Besides that, the data showed no anomalies. Therefore, the root cause of the reported safety backup mode activation could not be determined, based on the data available for analysis. The bench test of the ICD revealed that all therapy functions were available. The charge consumption of the device as well as the battery depletion were normal and as expected. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, there was no indication of a device malfunction.